Event description:
The customer received a blood glucose reading of 406mg/dl on the contour , re-tested on a different meter and the reading was 130mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The customer was asked to return the test strips for investigation. A new meter and strips were sent to him.